Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: there was no time and date reset observed in the pump black box however a manual dat change was observed from (B)(6) 2007 11:30 to (B)(6) 2015 00:36. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump was exercised for 24 hours and then left without power for 6 hours without the pump losing the time and date settings. A pump delivery accuracy test was performed and the pump was found to be delivering according to specifications. The pump cover was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, the pump battery compartment was observed to be cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 1.7 mmol/l with symptoms of going in and out of consciousness, confusion, blurred vision, and cognitive impairments. The reporter indicated that no treatment above and beyond normal diabetes management was required related to the issue. The reporter indicated that the pump time and date was resetting to factory default with battery removal. This report is made based on the allegation that the patient experienced hypoglycemia with use of the insulin pump.